Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was made to the customer to follow up on a previous call she made for high blood glucose levels. The customer reported that she was hospitalized twice with high blood glucose levels. The only date she gave was (B)(6) 2012. The customer's blood glucose levels were greater than 600 mg/dl at that time. For the second event, the customer stated she was not getting any insulin from the device. The customer stated that the reservoir volume was not going down at all, and she was not getting any insulin. The customer went to the emergency room with a blood glucose of 598 mg/dl. The customer stated that she has received a replacement insulin pump since the hospitalizations, and has not had further issues. Nothing further was reported.